Event description:
It was reported while using bd intima-ii closed IV catheter system the tubing clamp was loose. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023, a closed intravenous indwelling needle was used for the patient's intravenous infusion. After the infusion was completed, the nurse sealed the tube. The patient pulled out the indwelling needle, and it was found that the liquid stop clip was not tight enough.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 3080063. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii closed IV catheter system the tubing clamp was loose. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023, a closed intravenous indwelling needle was used for the patient's intravenous infusion. After the infusion was completed, the nurse sealed the tube. The patient pulled out the indwelling needle, and it was found that the liquid stop clip was not tight enough.